Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the mid right coronary artery (rca). There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent dislodged during delivery to/ at the lesion. Another device was used to push the dislodged stent against the arterial wall. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.